Event description:
It was reported that the surgeon attempted to insert an aq2017v three piece silicone lens and the lens got stuck while advancing in the cartridge. There was no patient contact.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that the lens was received stuck inside the cartridge. There was no visible damage to the cartridge. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.